Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. Lots 16038103, 16038104, 16038105 and 16078070 were reported as affected, however it is unknown what lot the suspect sample is from. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The customer's report suggests that the nurse found the plastic shell on the surface of the needle free connector cracked and leaking during patient use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of a crack and leaking was confirmed. Visual inspection observed a hair line crack along the thread of the clear maxzero body. Stress cracking was noted on the top of the clear maxzero surface. In addition, it was noted that the blue silicon surface had been damaged with a small part of the silicone missing. The root cause could not be identified.